Manufacturer narrative:
The insulin pump was received with blank display and constant vibration due to moisture damage on electronic assembly. Moisture damage was found on pump motor and vibrator motor. The pump was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he went into the water with his pump. The customer stated that the pump is vibrating without an alarm or alert. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.